Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the haptic detached when the iol was introduced into the cartridge. The surgery was cancelled and the patient was left aphakic. Additional information was provided indicating that the patient was operated on the next day, without major difficulties.